Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# (B)(4), awareness date 28-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted (B)(6) 2011. The left side was placed correctly. The right side when deployed, placed the coil in fallopian tube while the straight part of the essure device (which was supposed to remain intact with the coil) punctured through her fallopian tube and travelled somewhere close to her pelvis. This was noted in her post essure hysterosalpingogram by her doctor as somewhere in the peritoneum. She had irregular, stabbing pain in her right pelvic region related to changes in her posture (sitting, standing, bending over, stooping down and so on) for four years. Her implanting doctor refused to believe that essure was the cause of pain. In addition to the pelvic pain, she had migraines and heavy bleeding during menses, none of which she had before essure. She had a second hysterosalpingogram, four years after her first hsg and could document the migration of the misplaced essure coil. The coil was in the fallopian tube and has occluded the tube. The marker from the coil has detached from the coil and was about at the 9 o'clock position in relation to the uterus and pelvis. In the 2015, the same test showed the migration of the marker to about the 8 o'clock position in relation to the uterus and pelvis. She felt like someone stabbing her with a knife at random times, especially when she change position (sitting to standing, bending over, stooping down). Prior to essure placement, she was a healthy, productive person. Since essure placement her health has deteriorated and she had hematuria (blood in the urine) and cysts growing on her liver. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and when deployed, the straight part of the essure (which was supposed to remain intact with the coil) punctured through her fallopian tube and travelled somewhere close to pelvis. Hysterosalpingogram showed the migration of the misplaced essure coil and the marker from the coil detached from the coil. These events were interpreted as device breakage and fallopian tube perforation during insertion. Fallopian tube perforation is a serious event due to medical significance and listed in the reference safety information for essure. Device breakage is non-serious and unlisted. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure. Also, during difficult insertions, single cases have been reported of essure breakage. In the present case, the device breakage and fallopian tube perforation seem to have occurred during the essure insertion procedure, therefore causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 30-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because the possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and when deployed, the straight part of the essure (which was supposed to remain intact with the coil) punctured through her fallopian tube and travelled somewhere close to pelvis. Hysterosalpingogram showed the migration of the misplaced essure coil and the marker from the coil detached from the coil. These events were interpreted as device breakage and fallopian tube perforation during insertion. Fallopian tube perforation is a serious event due to medical significance and listed in the reference safety information for essure. Device breakage is non-serious and was considered listed upon receipt of the product technical analysis. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure. Also, during difficult insertions, single cases have been reported of essure breakage. In the present case, the device breakage and fallopian tube perforation seem to have occurred during the essure insertion procedure, therefore causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during (B)(4) website monitoring.

Manufacturer narrative:
Follow up information received on 27-may-2016: legal claim was received for this patient; this case is considered potential legal from this date forward. The plaintiff was implanted with essure on (B)(6) 2011 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and when deployed, the straight part of the essure (which was supposed to remain intact with the coil) punctured through her fallopian tube and travelled somewhere close to pelvis. Hysterosalpingogram showed the migration of the misplaced essure coil and the marker from the coil detached from the coil. According to additional information received through legal claim, this case became legal and it was informed the plaintiff had to undergo surgical removal of the device and/or a hysterectomy 4 years after the insertion. These events were interpreted as device breakage and fallopian tube perforation during insertion. Fallopian tube perforation is a serious event due to medical significance and listed in the reference safety information for essure. Device breakage is non-serious and was considered listed upon receipt of the product technical analysis. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure. Also, during difficult insertions, single cases have been reported of essure breakage. In the present case, the device breakage and fallopian tube perforation seem to have occurred during the essure insertion procedure; therefore causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was previously regarded as other reportable incident. Upon receipt of legal claim, it was informed that an intervention was required to remove the devices. This case was, then, classified as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("when deployed, the straight part of the essure (which was supposed to remain intact with the coil) punctured through her fallopian tube and travelled/ the marker from the coil has detached from the coil / fractured"), fallopian tube perforation ("punctured through her fallopian tube and travelled somewhere close to pelvis / migration of the misplaced essure coil") and device dislocation ("devices had migrated") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("irregular, stabbing pain in my right pelvic region / feels like someone stabbing me with knife at random times / severe pelvic pain"), the first episode of migraine ("migraines"), the first episode of menorrhagia ("heavy bleeding during menses"), hepatic cyst ("cysts growing on my liver"), haematuria ("hematuria"), complication of device insertion ("when deployed, the straight part of the essure (which was supposed to remain intact with the coil) punctured through her fallopian tube and travelled"), abdominal pain ("abdominal pain"), device dislocation (seriousness criterion medically significant), the second episode of migraine ("migraines"), fatigue ("fatigue") and the second episode of menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent a surgical removal of the device.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, hepatic cyst, haematuria, complication of device insertion, abdominal pain, device dislocation, the last episode of migraine, fatigue and the last episode of menorrhagia outcome was unknown. The reporter considered abdominal pain, complication of device insertion, device breakage, device dislocation, fallopian tube perforation, fatigue, haematuria, hepatic cyst, pelvic pain, the first episode of menorrhagia, the first episode of migraine, the second episode of menorrhagia and the second episode of migraine to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because the possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for these types of breakage events were assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jul-2017: new events "abdominal pain, migraines, fatigue,excessive and abnormal bleeding during menstruation and devices had migrated and fractured" was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.